Event description:
Event description guidant received information that this atrial transvenous implantable lead has exhibited a gradual increase in impedance and pacing thresholds. The most recent measurement was 1990 ohms. The lead has been sensing appropriately. Guidant received additional information that this lead had insulation damage and that this ventricular transvenous implantable lead was fractured. Both leads were explanted and new leads were implanted.